Manufacturer narrative:
(B)(4). Batch # n5377j. The analysis results found that the ecs21a device arrived with no apparent damage. The breakaway washer was not present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a sigmoid colectomy procedure, the device was fired and donuts looked mediocre. Per the first assistant, upon the leak test there was a huge hole in the anastomosis. The surgeon over sewed the hole and then diverted the patient to an ileostomy. One device was discarded.